Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal irritation, vaginal burning sensation, vulvitis, vaginal erythema, urinary incontinence, cough, stress urinary incontinence, urethral hypermobility, vestibular disorder, vulval pruritus, vulvitis, vaginal redness, sweating increased, contact dermatitis, itching and dysmenorrhea. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), allergy to metals ("allergic or hypersensitivity reaction type:nickel"), urinary tract infection ("infection type: uti"), dermatitis ("rashes or skin conditions type: dermatitis,") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 months 3 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), bladder disorder ("bladder or urinary problems or changes"), pigmentation disorder ("facial pigmentation") and pruritus ("rashes or skin conditions type: pruritus"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, menorrhagia and bladder disorder outcome was unknown and the abdominal pain, vaginal haemorrhage, allergy to metals, urinary tract infection, dermatitis, dyspareunia, pigmentation disorder and pruritus had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, dermatitis, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pigmentation disorder, pruritus, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and mr received, new reporter, patient demographic ,concurrent condition ,lab data ,essure indication start stop date and event abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickel, infection type: uti, rashes or skin conditions type dermatitis,bladder or urinary problems or changes, dyspareunia (painful sexual intercourse),facial pigmentation and events outcome were added. On (B)(6) 2019: after internal company review the narrative was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.